Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps, where the home patient connected during set-up for peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide warns the user that connecting the transfer set to the patient line before "connect yourself" appears on the screen may result in iipv. It also warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. It provides step-by-step instructions for connecting the transfer set to the patient line. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient was connected to the homechoice machine during set up for peritoneal dialysis therapy. The patient¿s nurse has since assisted the patient in therapy set up, and now the patient has been setting up therapy properly. There was no patient injury or medical intervention associated with this event. No additional information is available.